Event description:
It was reported that two polaris 5.5 plug drivers with fractured tips were discovered in the warehouse of a hospital. The hospital did not provide any patient or surgical information. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
H3 "device evaluation anticipated, but not yet begun," no longer applies but cannot be removed. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed a fractured driver tip. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that two polaris 5.5 plug drivers with fractured tips were discovered in the warehouse of a hospital. The hospital did not provide any patient or surgical information. This is report one of two for this event.

Event description:
It was reported that two polaris 5.5 plug drivers with fractured tips were discovered in the warehouse of a hospital. The hospital did not provide any patient or surgical information. This is report one of two for this event.

Manufacturer narrative:
E1 phone number:(B)(6). Corrections in d4: lot number, d9, e1, and h3. Additional information in b3, d4: UDI number, g2, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2023-00380.